Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. The customer was explained the alarm and possible causes. Customer was advised that the error table indicates the pump should be replaced. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with an rf pic failed alarm due to a faulty component on the radio frequency board. The pump had a cracked case at the display window corner, minor scratches on the display window.